Event description:
In 2008, the pt had a clinically driven staged procedure. The patient recently developed progressive angina and a coronary angiography was done which showed the cypher stent to be patent but focal restenosis intra-non des stent at the level of the marginal branch. A balloon percutaneous coronary intervention was successfully performed. A 76 y/o male pt was enrolled in the study in 2007 with 1-vessel disease. The main indication for the intervention was stable angina pectoris. The target lesion was a native, de novo, bifurcated, non-ostial, totally occluded, irregular, moderately tortuous, eccentric, heavily calcified, type c mid circumflex artery to the first obtuse marginal branch with an angulation of greater than or equal to 45 degrees and less than 90 degrees. The reference vessel diameter was 100%. The lesion was pre-dilated with a 2.5 x 20mm balloon at 18 atm and a 2.5 x 23mm cypher select plus stent was electively implanted at 18 atm with satisfactory results. The stent was post-dilated with a 3 x 12mm balloon at 12atm as the lesion was in a bifurcation. Post-procedure diameter stenosis was 0%.

Manufacturer narrative:
This product is distributed outside in the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.